Event description:
A dialysis clinic reported that air was introduced into the system from an unknown source and made its way past the venous line without any machine alarm. The dialysis staff manually clamped the venous line and stopped the blood pump to prevent air from being infused to the pt. There was no pt injury.

Manufacturer narrative:
MFR could not duplicate the reported failure.